Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump would become uncomfortably hot to the touch while charging. Additionally, it was reported that the wake button was difficult to press. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 125 mg/dl.